Event description:
Due to brown discoloration in the device's tubing, cardioquip suspected bacterial contamination and recommended an internal water pathway replacement,

Manufacturer narrative:
During preventative maintenance, photos of the tubing were sent to cardioquip epidemiology by a technician. Due to the brown discoloration of the tubing, cardioquip epidemiology suspected bacterial contamination and recommended that the device be sent in for an internal water pathway replacement. The customer was notified of the recommendation on (B)(6) 2022 via email. There has been no response as of the date of this report.